Manufacturer narrative:
Labels were incorrectly applied to the poly insert pouches. The pouch labeled as 8mm medial poly insert contained the lateral "a" poly insert. The pouch labeled as lateral "a" poly insert contained the 8mm medial insert. The correct poly inserts were provided. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to spec. Label retains indicate that the correct poly insert labels were present. It appears that the labels were applied to the wrong pouches within the product kit.

Event description:
Labels were incorrectly applied to the poly insert pouches. The pouch labeled as 8mm medial poly insert contained the lateral "a" poly insert. The pouch labeled as lateral "a" poly insert contained the 8mm medial insert.